Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2020, with blood glucose of 551 mg/dl. Other blood glucose value were 500 mg/dl and 108 mg/dl. Customer was in the hospital for 28 hours. The customer was treated with intravenous drip and with insulin pump. Customer also had ulcer leading to bleeding and throwing up of blood. Customer had symptoms like nausea and vomiting. Customer declined troubleshooting for high blood glucose. The insulin pump will be returned for analysis.